Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate therapy due to an artifcate as a result of the setscrew coming slightly loose after torque wrench removal. After review, there appeared to be an untreated episode due to air entrapment. The system was reprogrammed for optimization. No adverse patient effects were reported.

Event description:
Subsequent information was received that an inappropriate shock was recorded due to oversensing. Boston scientific technical services (ts) noted t-wave oversensing. After the first shock, the morphology changed and appeared to self terminate, but it was too late to divert the shock. No adverse patient effects were reported.